Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was seeing a power on reset on the patient programmer (pp). She was having leakage last night and needed to use the remote to make an adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.